Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 32-year-old female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head injury, obesity (bmi 30), cholecystectomy, congenital hydrocephalus, ventriculoperitoneal shunt malfunction, infection pyogenic due to resistant bacteria, pelvic inflammatory disease, ovarian cyst, abdominal pain lower, oxygen saturation low, asthma, back pain, hypertension, ovarian torsion, hemorrhage (nos), oophorectomy, intermittent fever, myalgia, dysmenorrhea, hyperlipidemia, muscle spasm, dyslipidemia, dvt prophylaxis, cephalgia, epigastric pain, gastritis, hyponatremia, blurry vision, dizziness, bleeding genital, menses irregular, gastrointestinal disorder prophylaxis, chills, pyosalpinx, nausea, diarrhea, yeast vaginitis, bacterial vaginosis, chest pain, myalgia, heartburn, general body pain, runny nose, salpingectomy, bronchitis, groin pain, pneumonia and hiatal hernia. Previously administered products included for an unreported indication: vicodin, loratadine, latuda, celexa, trazodone, norco, zyrtec, naproxen, gabapentin, montelukast, topiramate, citalopram, flonase, topamax, topiramate, acetaminophen-hydrocodone, montelukast, loratadine, budesonide-formoterol, cyclobenzaprine, tylenol, doxycycline, ferrous sulfate, ocp for hormonal regulation, morphin, benadryl,, claritin, zocor, vicodin, prilosec, albuterol, phenergan, lurasidone, budesonide-, trazodone, diphenhydramine and iud. Concurrent conditions included asthma chronic, suprapubic pain, anemia, dysfunctional uterine bleeding, ascites, pain ankle, musculoskeletal pain, coronary artery disease, hydrocephalus and photophobia. Concomitant products included iron since (B)(6) 2011 for anemia, gabapentin since (B)(6) 2018 for migraine as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric condition: depression worsened"), anxiety ("psychological or psychiatric condition: mental anguish") and back pain ("back pain"). The patient was treated with cetirizine hydrochloride (zyrtec), estradiol;norethisterone acetate (estradiol / norethindrone acetate), ferrous sulfate, montelukast sodium (singulair), oral contraceptive nos, topiramate (topamax) and trazodone. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, hot flush, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date: (B)(6) 2011 (as written in pfs -discrepancy noted) - (B)(6) 2011. Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Blood glucose - on an unknown date: 105 mg/dl hi. Computerised tomogram - on (B)(6) 2010: left adnexal cystic structure; on (B)(6) 2012: multiple surgical clips are in the right upper quadrant. Bilateral essure devices are present. A vp shunt is again noted looped in the abdomen.. Computerised tomogram abdomen - on (B)(6) 2011: inflamed cystic duct stump syndrome versus a choledochal cyst. Culture urine - on (B)(6) 2011: more than 100,000 cfu/ml gardnerella vaginalis. 10-100,000 cfu/ml multiple organisms present;probable. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2018: large amount of free fluid in the pelvis with adhesions may be due to multiple episodes of ruptured cysts or endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- chronic headache, vaginal bleeding, abdominal pain, urinary tract infection and following event was described in patient's medical record- pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 32-year-old female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head injury, obesity (bmi 30), cholecystectomy, congenital hydrocephalus, ventriculoperitoneal shunt malfunction, infection pyogenic due to resistant bacteria, pelvic inflammatory disease, ovarian cyst, abdominal pain lower, oxygen saturation low, asthma, back pain, hypertension, ovarian torsion, hemorrhage (nos), oophorectomy, intermittent fever, myalgia, dysmenorrhea, hyperlipidemia, muscle spasm, dyslipidemia, dvt prophylaxis, cephalgia, epigastric pain, gastritis, hyponatremia, blurry vision, dizziness, bleeding genital, menses irregular, gastrointestinal disorder prophylaxis, chills, pyosalpinx, nausea, diarrhea, yeast vaginitis, bacterial vaginosis, chest pain, myalgia, heartburn, general body pain, runny nose, salpingectomy, bronchitis, groin pain, pneumonia and hiatal hernia. Previously administered products included for an unreported indication: vicodin, loratadine, latuda, celexa, trazodone, norco, zyrtec, naproxen, gabapentin, montelukast, topiramate, citalopram, flonase, topamax, topiramate, acetaminophen-hydrocodone, montelukast, loratadine, budesonide-formoterol, cyclobenzaprine, tylenol, doxycycline, ferrous sulfate, ocp for hormonal regulation, morphin, benadryl,, claritin, zocor, vicodin, prilosec, albuterol, phenergan, lurasidone, budesonide-, trazodone, diphenhydramine and iud. Concurrent conditions included asthma chronic, suprapubic pain, anemia, dysfunctional uterine bleeding, ascites, pain ankle, musculoskeletal pain, coronary artery disease, hydrocephalus and photophobia. Concomitant products included iron since march 2011 for anemia, gabapentin since (B)(6) 2018 for migraine as well as medroxyprogesterone acetate (depo-provera) on (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric condition: depression worsened"), anxiety ("psychological or psychiatric condition: mental anguish") and back pain ("back pain"). The patient was treated with cetirizine hydrochloride (zyrtec), estradiol;norethisterone acetate (estradiol / norethindrone acetate), ferrous sulfate, montelukast sodium (singulair), oral contraceptive nos, topiramate (topamax) and trazodone. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, hot flush, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date: (B)(6) 2011 (as written in pfs -discrepancy noted) current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Blood glucose - on an unknown date: 105 mg/dl hi. Computerised tomogram - on (B)(6) 2010: left adnexal cystic structure; on (B)(6) 2012: multiple surgical clips are in the right upper quadrant. Bilateral essure devices are present. A vp shunt is again noted looped in the abdomen.. Computerised tomogram abdomen - on (B)(6) 2011: inflamed cystic duct stump syndrome versus a choledochal cyst. Culture urine - on (B)(6) 2011: more than 100,000 cfu/ml gardnerella vaginalis. 10-100,000 cfu/ml multiple organisms present;probable. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2018: large amount of free fluid in the pelvis with adhesions may be due to multiple episodes of ruptured cysts or endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- chronic headache, vaginal bleeding, abdominal pain, urinary tract infection and following event was described in patient's medical record- pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Events per pfs: hormonal changes describe: hot flashes, apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, back pain were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included head injury, obesity (bmi 30), cholecystectomy, congenital hydrocephalus, ventriculoperitoneal shunt malfunction, infection pyogenic due to resistant bacteria, pelvic inflammatory disease, ovarian cyst, abdominal pain lower, oxygen saturation low, asthma, back pain, hypertension, ovarian torsion, hemorrhage (nos), oophorectomy, intermittent fever, myalgia, dysmenorrhea, hyperlipidemia, muscle spasm, dyslipidemia, dvt prophylaxis, cephalgia, epigastric pain, gastritis, hyponatremia, blurry vision, dizziness, bleeding genital, menses irregular, prophylaxis, chills, pyosalpinx, nausea, diarrhea, yeast vaginitis, bacterial vaginosis, chest pain, myalgia, heartburn, general body pain, runny nose, salpingectomy, bronchitis, groin pain, pneumonia and hiatal hernia. Previously administered products included for an unreported indication: tylenol, cyclobenzaprine, ferrous sulfate, ocp for hormonal regulation, morphine, benadryl, claritin, zocor, vicodin, prilosec, albuterol, vicodin, iud, latuda, celexa, trazodone, norco, lurasidone, budesonide-, trazodone, diphenhydramine, loratadine, montelukast, topiramate, citalopram, phenergan, zyrtec, naproxen, gabapentin, flonase, topamax, topiramate, acetaminophen-hydrocodone, montelukast, loratadine, budesonide-formoterol and doxycycline. Concurrent conditions included asthma, suprapubic pain, anemia, dysfunctional uterine bleeding, ascites, pain ankle, musculoskeletal pain, coronary artery disease, hydrocephalus and photophobia. Concomitant products included iron since (B)(6) 2011 for anemia, gabapentin since (B)(6) 2018 for migraine as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric condition: depression worsened") and anxiety ("psychological or psychiatric condition: mental anguish"). The patient was treated with cetirizine hydrochloride (zyrtec), estradiol; norethisterone acetate (estradiol / norethindrone acetate), ferrous sulfate, montelukast sodium (singulair), oral contraceptive nos, topiramate (topamax) and trazodone. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose - on an unknown date: 105 mg/dl hi. Computerised tomogram - on (B)(6) 2010: left adnexal cystic structure; on (B)(6) 2012: multiple surgical clips are in the right upper quadrant. Bilateral essure devices are present. A vp shunt is again noted looped in the abdomen.. Computerised tomogram abdomen - on (B)(6) 2011: inflamed cystic duct stump syndrome versus a choledochal cyst. Culture urine - on (B)(6) 2011: more than 100,000 cfu/ml gardnerella vaginalis. 10-100,000 cfu/ml multiple organisms present; probable. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2018: large amount of free fluid in the pelvis with adhesions may be due to multiple episodes of ruptured cysts or endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- chronic headache, vaginal bleeding, abdominal pain, urinary tract infection and following event was described in patient's medical record- pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and medical record received: new events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection: urinary tract, depression worsened and mental anguish, migraines / headaches and abdominal pain were added. Event added from medical record- acute pelvic inflammatory disease. Essure insertion date was added. New concomitant and historical conditions were added. New lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.